Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H6 results code- no code available since device was not returned. Hence results cannot be determined device evaluation and repair could not be completed as the device was not returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : product location unknown

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported due to minimally invasive skin transplantation, the patient was treated with electric skin graft knife instrument on (B)(6) 2020, as instructed by the doctor. During the operation, it was found that the head of the knife could not turn suddenly, which might cause harm to the patient. Therefore, the patient should take discontinuing measures and change other treatments. No adverse events were reported as a result of this malfunction.